Manufacturer narrative:
(B)(4). E1 initial reporter telephone number: (B)(6).

Event description:
It was reported that a display issue occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.